Event description:
It was reported that there was an error pcu os failure causing all connected device to shut down.

Manufacturer narrative:
The reported complaint of a pcu os failure was confirmed in the pcu error log; however, the connected devices shutting down as a result of the failure was not confirmed. Aside from having dull iuis, the pcu was received in fair condition. The instrument seal was not intact. Review of the pcu event log identified an infusion of alprostadil was programmed on (B)(6) 2019 at 12:39:05 pm at a rate: 0.78ml/h with a vtbi of 23.0671ml and started. The volume infused was cleared twenty five times. The device alarmed for syr_near_end_infusion at 7:21:52 pm. The device then alarmed for syr_check_syringe at 7:42:18 pm. The previous infusion program was restored and the infusion was started at 7:42:43 pm. The volume infused was cleared four times and on (B)(6) 2019 at 12:43:19 am, the pcu received the following rds_connection_lost, rds_connection_established, configure_periodic_internal_event, and external_control_event. The pcu was observed in the event logs as powering on at 1:11:38 am. The pcu error log recorded an error code 800.8000.0 (general os failure) that occurred on (B)(6) 2019 at 12:58:13 am, suspected to be the time of the reported event. Keypress replication testing failed to replicate the error. The root cause of the system failure code 800.8000.0 (general os failure) was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information requested, but was not provided.

Event description:
It was reported that there was an error pcu os failure, stopped infusion on multiple pumps. Additional information requested, but was not received.